Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the pump history showed that multiple call service alarms related to the complaint were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The display was clear and legible. The complaint of the blank display was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank after changing the battery. It was noted that audio tones and vibrations were functional. Reportedly, several new batteries produced the same results of a blank display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.